Event description:
A consumer alleged that after application of a non-stick pad to cover a wound on pt's arm overnight, their skin was removed when they removed the pad. The consumer was treated at a hosp emergency room.